Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: mount cracked, black screen when using sd cards. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated, but the screen does not display when powered on. It was recommended to replace the device's system board with daughter board to address the issue. Also confirmed: mount screw bosses cracked. The customer does not want any repairs done to the unit. The inlet air path assembly and removable air path foam were replaced per remediation.   There were no significant events in the error log. The device did not pass testing.